Manufacturer narrative:
(B)(4). No conclusion code available. External insulation abrasion was noted at 16.5-17.5cm from the connector pin, consistent with lead friction to the device can. The etfe coating was intact at this location.

Event description:
This report is to advice of an event observed during analysis.